Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in both the unipolar and bipolar configurations with elevated thresholds. Six months prior, lead impedance was approximately 420 ohms with nominal thresholds. A chest x-ray was planned.